Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported intestine ischemia could not conclusively be established through this evaluation. The pump was not explanted. Further information regarding this event was not provided due to the hospital¿s privacy laws prohibiting the customer from providing any further information. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28feb2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to intestine ischemia. No additional information was provided. Privacy laws prohibited the customer from providing information regarding the case. No autopsy was performed. The device was not explanted.